Event description:
Voluntary medwatch received states the patient presented for implant procedure. During surgery, the delivery catheter and leadless pacemaker (lp) perforated which stopped heart movement on imaging and caused a pericardial effusion. Pericardiocentesis was performed and the procedure completed. The patient condition was unknown.